Event description:
In 2007 - left total hip arthroplasty. On eleven days later - ed visit - seroma. On approx one and a half months later - left hip incision and drainage of seroma - cultures done and negative . In 2008 - ed visit - left hip pain. On five months later - revision left total hip arthroplasty - acetabulum and femoral head only - due to acetabular loosening.